Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 54 mg/dl. The customer stated that the approximate size of the air bubbles if half of her line, which is 18 units of insulin. The customer stated that the pump was not rewound with a reservoir in place. The tubing clamp was unavailable for customer to check for leaks at the infusion site. The customer was advised to monitor and call if problems persist.